Event description:
During disinfection of the reverse osmosis (ro) unit the disinfecting chemical, mincare, started flowing out of the reverse osmosis unit. The user had set the bottle of mincare on top of the ro device, started the disinfection process, and then walked away. When she came back, she found the mincare chemical puddle on the floor.======================manufacturer response for reverse osmosis unit, n/a (per site reporter).======================the intent of the manufacturers instructions are to have the bottle of disinfectent chemical sitting level with the ro unit, not on top of the unit.